Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tracheostomy tube cuff did not inflate uniformly at first but inflated after 8 ml of air was added. After insertion, the cuff deflated during therapy, causing the mechanical ventilator to alarm due to a cuff leak. The caregiver reinflated the cuff, but it deflated again later the same day, so the tracheostomy tube was replaced. There was a patient involvement and there were no additional adverse consequences.